Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material was found. It was reported that a "small piece of plastic" came off the carto vizigo¿ 8.5f bi-directional guiding sheath small. The reporter thinks that the piece may have been from the valve. The reporter stated that when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath small it was noticed that a plastic piece had fallen off the sheath, but the caller was not able to confirm specifically where the piece broke off from. The procedure continued using the same carto vizigo¿ 8.5f bi-directional guiding sheath small, as it was still functioning. Additional information was later received indicating the reporter was not sure what specific section broke/separated. The hemostatic valve/brim cap/hub did not become detached from the carto vizigo¿ 8.5f bi-directional guiding sheath small. The sheath was not being used on the patient. No blood return was observed.

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material was found. It was reported that a "small piece of plastic" came off the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The reporter thinks that the piece may have been from the valve. The reporter stated that when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding seath ¿ small it was noticed that a plastic piece had fallen off the sheath, but the caller was not able to confirm specifically where the piece broke off from. The procedure continued using the same carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, as it was still functioning. Device evaluation details: on 9-dec-2021, the complaint device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned product. Visual analysis of the returned device revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The customer did not return the mentioned "small piece of plastic". Since there was no evidence on the device related to the customer issue, no analysis could be performed. All units are inspected prior to leaving the facility to avoid this type of damage from leaving the facility. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The customer also provided a picture to aid in the investigation. The picture was showing a piece of plastic. The photo does not provide sufficient information related to the reported event, and therefore, no result can be obtained from it. As such, the customer complaint could not be confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).